Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: suggested code: mechanical g4-femur. Reported event was confirmed by review of x-rays provided. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. X-ray review identified and confirms the bone fracture. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent a revision procedure eight months post implantation due to fractured medical condyle as per radiographs. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). D10 - medical product: 2.5 mm female hex screw 25 mm length catalog # 42509902525, lot # 65390792. Cas fixation pin 3.2d x 150mm sterile catalog # 20800000010, lot # 64978939. All-poly patella cemented 29 mm diameter catalog # 42540200029, lot # 65238881. Articular surface medial congruent (mc) right 10 mm height use with tibia sizes c-d/cr femur sizes 8-9 catalog # 42522100510, lot # 64633743. Tibia cemented 5 degree stemmed right size d catalog # 42532006702, lot # 65303444. Iassist pin & screw pack sterile catalog # 20800000020, lot # 65184126. G2: australia . H3: customer has indicated that the product will not be returned because requested but not returned by hospital. Once the investigation has been completed, a follow-up MDR will be submitted.